Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer adjusted the reagent pipettes in he cuvettes and at the washing station, and he adjusted the cuvette rinse settings. Qc was performed and passed. Multiple abnormal aspiration alarms on the day of the event and in the days before the event indicate general pre-analytical issues. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas 8000 cobas c 701 module. The results for the sample were 5.070 mg/dl and 3.250 mg/dl.